Event description:
It was reported that during a pectus excavatum procedure on (B)(6) 2011, the surgeon implanted a stainless steel pectus bar with a titanium stabilizer. On (B)(6) 2011 a revision surgery was performed to remove the titanium stabilizer and implant a stainless steel stabilizer.

Manufacturer narrative:
Physician incorrectly implanted a titanium stabilizer with a stainless steel pectus bar. The results of this have not been previously studied. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.